Manufacturer narrative:
The device received by celonova on (B)(6) 2019. A review of the lot history record (lhr) revealed no non-conformances related to the reported adverse event. The devices from this lot conforms to its predetermined specifications and requirements, including for stent retention. Dislodgement is captured in the risk assessment as a known potential hazard. Investigation is not yet complete. A follow-up report will be submitted with additional relevant information.

Event description:
On (B)(6) 2019, when unpackaging a 3.5x24mm cobra pzf¿ nanocoated coronary stent system, the stent sheath and stylet was removed with very little resistance when the stent came off with the sheath (the stent was reportedly stuck to its protective cover). The device was not flushed or prepped prior to sheath removal. The device was not used in the patient. A 3.5x30mm cobra pzf stent was used prepped and deployed in the patient without issue. No additional information was provided.